Event description:
It was reported that noise was observed on both the right atrial (ra) and right ventricular (rv) leads, which was able to be reproduced with pocket manipulation. The leads are scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4).